Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The device has not yet been received by carefusion. Per communication with third party field service technician, has not been released for service technician to service or to send to carefusion.

Event description:
The customer reported model lap top ventilator 1150 shut down while on a patient. No known information has been received regarding patient injury or allegation of patient harm. Any additional information provided by the customer will be included in a follow up report.

Manufacturer narrative:
Per results of investigation, carefusion service technician was unable to verify, ¿ventilator shut down while on patient.¿ all testing performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 118 hour extended tests at customer¿s settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail shows no signs of frayed cabling. The service technician was unable to duplicate reported problem. The ventilator passed all bench testing.